Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was intermittently not charging the pump. Blood glucose was 316 mg/dl. A follow up with the customer confirmed that the pump successfully charged using the replacement cable.